Event description:
It was reported that during a supply change the ilet screen became unresponsive, and the user accessed the ilet mobile app to initiate a restart, after which the device unlocked and the supply change was completed. Symptoms included no reported adverse clinical effects. Outcomes included no alarms beyond the screen freeze, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education to restart the device via the mobile app. Investigation of this case revealed that the device recovered normal function following restart, consistent with a transient user interface freeze without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device software or user interface malfunction that resolved with a restart.